Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary artery bypass grafting, when passing in the closure of the sternum bone, the needle detached from the strand. A steel suture from a different manufacturer was used to resolve the issue. There was no patient injury.